Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during the load process. Reportedly, the contact was unsure if the customer followed the on-screen instructions when loading the cartridge. Customer's blood glucose level was 440 mg/dl, which was addressed with a manual injection. The contact was able to reload a cartridge successfully and resume insulin delivery.